Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event, but it was noted that the device would not power up. It was also noted that the upper and lower cases were broken and contaminated, the battery release, side bail covers, ring cover, battery release o-ring, battery release spring, battery drawer, main printed circuit board (pcb) display and battery flex were contaminated, the lead flex cover was corroded, the battery contacts were compressed and contaminated, the ring bail was bent and the keyboard was scratched.

Event description:
It was reported the device turned itself off twice while on a patient despite battery being replaced. The device had to be replaced with another one to resolve the problem. The device was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.